Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff underwent a right hip arthroplasty on (B)(6) 2010 and was implanted with an the accolade tmzf plus 127 neck angle v40 hip stem and lfit anatomic v40 femoral head. It is further alleged that after implantation, the plaintiff began to complain of hip pain. Blood tests further revealed elevated cobalt levels in her blood and urine. The plaintiff was revised (B)(6) 2013 where the physician noted "one could see corrosive elements with fretting of the metal", tearing, fraying and retraction of the abductor mechanism off the greater trochanter, as well as the presence of benign fluid and fibrous tissue.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown neck angle v40 hip stem. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.